Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in the clinic after receiving a vibratory notification alert due to multiple episodes of non-sustained lead noise. Review of egms indicated intermittent non-physiologic noise. Noise was reproduced with arm movement. Externalized conductors were also observed via diagnostic imaging. The lead was successfully capped and replaced. Patient was fine.